Manufacturer narrative:
Section e1: establishment complete address is - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
The customer reported " ceramic tip is broken " involving an inner sheath endoscope sheath device. The issue was found during service maintenance. There was no patient involvement in this reported event.